Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose. The blood glucose was 400 mg/dl. The customer stated that the insulin pump had multiple motor error as well as pump error alarm. Troubleshooting was performed for pump error alarm and noticed that they were able to clear the alarm. The customer not able to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08715 inches. No motor error alarms or unexpected restart error alarms were noted. The motor was tested outside the device and passed. No cosmetic damage noted.